Event description:
A healthcare professional reported that during a surgery an ophthalmic system failed. The surgery was completed with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. Failed during surgery. Cassette jammed during ejection is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No reports will be submitted from this manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).